Event description:
It was reported that a customer experienced an unknown alarm on the homechoice machine. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported unknown alarm. An event history log review was performed and a low drain volume alarm was identified. A visual inspection was performed with no issues noted. The device passed the power up self-test. A low drain volume alarm occurred during the functional test. The reported issue was verified during the event history log review and sample evaluation tasks. Upon conclusion of the investigation, the assignable cause for the reported issue was determined to be the membrane gasket. The membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.